Event description:
It was reported that panel phoenix nmic/ID-307 misidentifying this genera with morganella, or not giving any identification. The following information was provided by the initial reporter: having multiple issues with proteus identifications, they state phoenix instrument is misidentifying this genera with morganella, or not giving any identification.

Manufacturer narrative:
H6 investigation summary: this complaint is not confirmed. This complaint is for qc failures due to misidentification of p. Mirabilis as morganella when using phoenix panel nmic/ID-307 (449289) batch number 2200759. The customer returned lab reports and isolates but did not return panels for the investigation. The returned isolates were verified using bruker maldi and used for the investigation. To investigate, four (4) retention panels from the complaint batch were tested with each customer returned isolate p. Mirabilis (3-1, 3-2, 3-3, and 3-4) and evaluated for identification results. During investigation, all four (4) panels identified correctly as p. Mirabilis. Therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed two (2) additional complaints on the complaint batch, which are related to this defect. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Qc testing should only be performed on 2nd pass subcultures and avoid using colonies that have been sub-cultured multiple times. Isolated colonies are to be used for inoculation and carefully check purity plates to ensure the inoculum consisted of one isolate type. Optimum performance comes from using fresh 18-24 hour, well-isolated colonies. Ensure proper, sufficient inoculum density. Allow bubbles to dissipate after vortexing. Properly calibrate the bd phoenixspec¿ nephelometer with in-date mcfarland calibration standards. Use swabs with minimal fiber shed. Make the proper inoculum density for the inoculum system setting (i.e., if preparing a 0.25 mcfarland inoculum, ensure that the system is set to 0.5 inoculum mode). Volume of ID broth should be visually assessed for any obvious low fills. Ensure proper incubation temperature and environment. Use the correct media type as listed as acceptable for use in the user¿s manual (note - it is helpful to disclose the media type and vendor when providing the details of the complaint). Handle panels by only touching the sides; touching the front or back of the panels may cause interference in the readings and lead to errors. Follow user¿s manual instructions for time limits on pouring inoculated ID broth into the panel and placing the panel into the instrument; extended periods of time outside of the stated limitations may yield errors.

Event description:
It was reported that panel phoenix nmic/ID-307 misidentifying this genera with morganella, or not giving any identification. The following information was provided by the initial reporter: having multiple issues with proteus identifications, they state phoenix instrument is misidentifying this genera with morganella, or not giving any identification.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.